Manufacturer narrative:
Technical services suggested there may be a lead insulation breach. The lead was capped and replaced with no adverse patient effects. No additional information available. This event will be reopened should additional information become available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific (bsc) cardiac rhythm management received information that the pacemaker's lead safety switch feature had been activated for this ventricular lead. The bipolar lead impedance was checked and measured less than 100 ohms. In unipolar mode, there were reproducable myopotentials with r-wave sensing at 4-4.5mv making sensing difficult to block out the noise. (This noise may cause ventricular pacing inhibition.) The patient is not pacemaker dependent and has no symptoms from this. The device was later explanted due to normal battery depletion. No adverse patient effects were reported.